Event description:
Per the clinic, the patient developed a wound infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on march 11, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Device analysis report is attached. This report is submitted on may 23, 2022.